Manufacturer narrative:
One used cadd-legacy® 1 pump was returned for investigation. A visual inspection was performed and no physical damage was found on the device. A review of the event history log found multiple occurrences of "high pressure" messages. Functional testing confirmed the reported problem. An alarming double beep was activated on powering up the pump. A faulty downstream occlusion sensor was the cause for the alarm. A root cause for the faulty sensor was not determined.

Event description:
It was reported that a cadd-legacy® 1 pump exhibited a "double beep, no cassette" alarm. There is no information as to whether the alarm occurred before or during infusion. No injury was reported.